Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate shocks. Technical services (ts) reviewed the reports and observed oversensing of noisy signals on the right atrial (ra) and right ventricular (rv) lead channels. The ra and rv leads are non-boston scientific products. It was also noted that there was ra undersensing. The undersensing and oversensing contributed to the inappropriate shocks. Ts advised troubleshooting and reprogramming options. The device remains in use. No additional adverse patient effects were reported.